Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event. A non-covidien /medtronic service provider performed calibrations, transducer, checked the internal circuits and the issue was resolved. The ventilator was tested and checked to be running normally.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the e360 ventilator had a pressure sensor issue. Patient involvement information was not provided by the customer.